Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented experiencing tiredness and shortness of breath due to increased capture threshold and increased pacing lead impedance. Lead fracture was suspected. The lead was capped and replaced.

Event description:
New information received indicated that the lead was capped and replaced on (B)(6) 2016.